Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) eroded outside of the patient's body, it was further reported that the icm experienced interference or noise. The icm was explanted. No further patient complications have been reported as a result of this event.